Event description:
New information received stated that the lead was capped and replaced.

Event description:
It was reported that an externalized conductor was noted via fluoroscopy. Patient to be monitored.

Manufacturer narrative:
No medwatch form was received.